Event description:
On 8th february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye, the iol optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following iol implantation, there was a crack in the iol optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch: 093225791 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch: 093225791. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of optic damage following iol implantation.